Event description:
Contact in (B)(6) reported that l3 - 5 instrumentation was done with peek I/f cage for spondylolisthesis about 6 months ago. In the middle of (B)(6) 2009, the cage was found backed out. Surgeon has taken no action and the pt is being followed. As this could result in the need for surgical intervention an MDR is filed to document this event.

Manufacturer narrative:
Info about this case is limited and as a result a detailed eval cannot be completed at this time. Root cause cannot be determined. Implant loosening is a complication of this surgical procedure. This is stated in the instructions-for-use (IFU) supplied with the device.